Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she could not find the string on her tampon and had to manually remove the tampon. After removal she noticed the string was attached but the tampon had been upside down in the applicator. She had two more tampons that were upside down in the applicator that she did not use.